Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified, plaque lesion in the left mid superficial femoral artery (sfa). There was no indication of thrombus present prior to the procedure; however, the lesion was in-stent, and totally occluded. A philips intravascular ultrasound (ivus) catheter was used to evaluate the lesion. Then, a spectranetics turbo-elite laser atherectomy catheter was used to treat the patient, followed by a 6mm balloon angioplasty. After treatment, angiographic images showed what appeared to be dissections, proximal to the stent. There was noticeably slow to no reflow in the distal sfa. Two stents were placed, but blood flow did not improve. Additionally, embolism was noticed after the procedure (source unk), but theorized to be a shower of micro emboli from the occluded stent which were dislodged during treatment. Although the patient survived the procedure, there was no reflow to the vessels in the lower left leg/foot, and the blood vessels to the foot were clogged. The patient became symptomatic (the leg turned grey) and was subsequently hospitalized for surgery. The surgery had limited success, but it is possible the patient will need amputation in the near future. This report captures the turbo-elite in use in the area where dissections/embolism occurred, requiring intervention. There was no alleged malfunction of any philips or spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient''s date of birth, age unk a3): patient''s gender unk a4): patient''s weight unk a5a./5b.): patient''s ethnicity/race unk b7): other relevant history unk d4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk h6): dissection and embolism are known risks of complication with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.